Event description:
New information notes the lead was explanted.

Event description:
It was reported that a decrease in pacing impedance was observed. Noise and a suspected insulation anomaly were also noted. Lead remains implanted. It was stated after the event that the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Insulation and conductor damage was found at 28.9-29.5cm from the end of the connector pin consistent with clavicle crush damage. The sensing conductor insulation was damaged. This is consistent with the observation from the field of a decrease in pacing lead impedance and noise.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.